Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited a sudden increase in pacing impedance; a lead fracture was suspected. The patient was asymptomatic. The lead was explanted and replaced. The patient was stable prior, during and post procedure.